Event description:
A healthcare professional reported that there was an issue with the footswitch and a system message was displayed. The footswitch of another system was installed and it worked correctly. There was no consequences for the patient. Additional information has been requested but not received to date.

Manufacturer narrative:
A service visit was performed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. (B)(4).